Event description:
Wound infection. The patient underwent surgery for lumbar spondylolisthesis. The doctor used absorbable hemostatic gauze and absorbable hemostatic fluid gelatin for intraoperative hemostasis; 13 days after surgery, the patient developed wound infection and sustained high fever; the patient underwent wound debridement, perfusion, irrigation, and drainage twice on the 13th and 43rd day after surgery. Currently, the patient's condition is stable, with no fever or obvious exudation from the wound. Vsd negative pressure suction is currently being performed on the wound. At present, wound debridement with negative pressure suction and external use of sensitive antibiotics for treatment. No product is available for evaluation. Event date: 06/09/2025. Procedure date: (B)(6) 2025. Follow-up information was received stating: a response has been received from the local team regarding the additional information questions stating, "received information as following from sales rep via phone today. Please refer to the event description, other information requested is unknown."